Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming button error. The customer was sleeping. Customer's blood glucose level was 323 mg/dl. The customer was given an insulin injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage on the keypad traces noted. The keypad connector was fully locked. No cosmetic damage noted.